Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patients onetouch verio flex meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained after customer care (cc) reviewed the call. The reporter stated that the alleged issue started on (B)(6) 2021, at an unspecified time. The patient received a reading of 550 mg/dl with the subject meter. The patient manages his diabetes with an unspecified insulin (dose depending on the readings) and the reporter claimed that he increased his dose of insulin in response to the alleged issue. That same day, after the issue occurred, the patient started developing the symptom of feeling really sweaty. The reporter informed the cca that the patient treated himself with food to raise his blood sugar. No other blood glucose readings have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.